Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a scheduled implant procedure. The procedure was completed without difficulty, and all implanted products demonstrated parameters within normal limits. The following day, the patient presented to the emergency room with chest pain. Perforation was confirmed upon examination, and the patient subsequently expired. It is unknown whether the cause of death was related to the device or the procedure.